Manufacturer narrative:
The sureform 45 stapler instrument was analyzed and found to have the snake wrist cover torn. Tears measuring roughly 0.1690"- 0.1730" were not returned and missing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the sureform 45 curved-tip stapler instrument was utilized and then replaced with a endowrist 30 stapler instrument. Upon removing the sureform 45 curved-tip stapler instrument, the tip of the instrument was found to be torn and a fragment fell inside the patient. Efforts were taken to locate the missing fragment and irrigation was performed. However, despite a thorough search, the fragment could not be found. The surgery proceeded and was completed. It is unclear whether a backup instrument was used during the procedure. It was also reported that an incision was extended for unspecified reasons. A post-operative x-ray was performed to verify the absence of any remaining fragments. The procedure was successfully completed robotically.

Manufacturer narrative:
The sureform 45 curved-tip stapler instrument has not been received a for failure analysis evaluation.